Event description:
The clinician reported that almost 1 month after the dental implant was placed in ada site 7 in the patient's mouth, the implant did not achieve osseointegration. The clinician noted an infection, pain, inflammation, abscess and swelling in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.